Manufacturer narrative:
(B)(4).

Event description:
An endurant 28x16x166 stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT revealed that there was aneurysm sac enlargement. The physician stated that an angiogram conducted two months later, demonstrated the presence of a proximal type ia endoleak. The physician elected to implant an endurant 28x28x70 aortic stent graft cuff and snorkeled the right renal artery. The procedure successfully resolved the proximal type ia endoleak. Per the physician, the cause of the type ia proximal endoleak was due to aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.